Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead had very bad measurements of sensing and thresholds. The lead dislodged many times. It also took up to 30 turns to screw in the tip. The lead was attempted not used and replaced. The replacement lead also had the same problems noted. This lead was also attempted not used and replaced. No patient complications have been reported as a result of this event.